Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The >95% stenosed target lesion was in the ostial to proximal portion of the left anterior descending (lad) artery. The lesion was predilated with an unknown type of balloon catheter. A 3.0x32mm taxus liberte drug eluting stent (des) was advanced to treat the target lesion. While positioning the device the stent dislodged. The stent was able to be deployed using a quantum balloon catheter. There were no patient complications reported with the patient's current condition listed as "normal".

Manufacturer narrative:
Device analysis: examination of the returned device can confirm that the stent had detached from the delivery device and was not received for analysis. Visual and microscopic examination of the returned device can clearly find an impression on the balloon material of where the stent was crimped in the correct position. Generally complaints of this nature occur when the stent gets caught on a foreign object. Visual examination of the remainder of the device found several severe kinks along the hypotube. This type of damage to the hypotube is consistent with excessive force having been applied to the device. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause is unknown.